Event description:
During continuous dialysis, the machine malfunctioned and the procedure had to be stopped and delayed (approximately 4 -5 hours) until company was able to send a replacement for the machine. There were no negative outcomes for the pt. Purchase date 07/01/1998.